Manufacturer narrative:
Evaluation of the returned sample finds there are multiple tears in the edge seal and shows signs of being folded or rolled. There is one section where a tear at the edge seal travels into the mesh monofilament. This is a result of the mesh likely being pulled on / handled with force at this location which is indicated by the contamination found at this location. Based on the event as reported and sample condition found, the root cause is user/device interface while prepping the mesh for use. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2022. Sample evaluated.

Event description:
As reported the customer was using the 3d max mid mesh and when they rolled it around the trocar for insertion it cracked along the inferior edge of the mesh. In follow up it was reported that, during a robotic right femoral hernia repair, upon opening the package of 3dmax mid mesh, the edge of the mesh was noted to be cracked. It was reported that the mesh was never rolled or inserted into the trocar. As reported a new 3dmax mid mesh was used for the case without any further issues. There was no reported patient injury.